Event description:
Literature article entitled: ¿long-term results of the uncemented resurfacing shoulder hemiarthroplasty (global conservative anatomic prosthesis)¿ by amber l. Von gerhardt, md, et. Al., published j shoulder elbow surg. 2022 apr;31(4):839-846. Doi: 10.1016/j.jse.2021.08.021. Epub 2021 sep 27. Pmid: 34592409. Authors sought to evaluate long term results (10-year follow-up) for patients with uncemented resurfacing shoulder hemiarthroplasty, as treatment for glenohumeral osteoarthritis for patients without rotator cuff tear. Authors utilized functional and radiologic outcomes, and revision rates, of the global cap uncemented resurfacing shoulder hemi-arthroplasty. While results of the combined short and midterm results (addressed in pc-pc-(B)(4).) With the long-term results (addressed in this complaint) demonstrated good clinical outcomes, they offered an overall unfavorable result, due to 24% of the patients requiring revision surgery. Their conclusion was that they could not recommend the procedure as treatment of choice, and that there should be limited use for treatment of glenohumeral osteoarthritis. Of the 46 patients who began the study, 7 were lost from follow-up, either from death (5), or from illness (2), due to causes unrelated to the depuy products and procedures. Perioperative complications were addressed previously in pc-(B)(4). Eleven patients in the short and midterm group receiving revision surgeries were already addressed in pc-(B)(4). Patient 12 was revised to address rheumatoid arthritis and progressive pain, with conversion to a reverse total shoulder arthroplasty. Patient 13 was revised to address glenoid erosion, with conversion to a reverse total shoulder arthroplasty. Radiographic evidence was not broken down by specific cases, and is summarized as follows: radiographic lucency: 1. Erosion of the native glenoid: 17. Medialization of the humeral head: 7.

Manufacturer narrative:
Product complaint # pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.